Event description:
During a conference call, the customer reported a possible over-infusion event. Although the report does not contain any pt event details, it is assumed that the event was for an over-infusion. The investigation findings provided came from a third party biomed's report. No pt harm or medical intervention reported. The customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). Biomed's findings: "no hardware failure was found that would contribute to an over-infusion. In addition, the event log for the pump in question shows that with the exception of some lost infusion time due to alarms, the pump infused at 67ml/hr for the entire period in question with a total volume infused of about 276ml for the period from 06:47 to 11:15. It is my opinion that the system may be returned to service." The report of an over-infusion could not be confirmed. Although requested, no device or event logs have been returned for eval. The root cause of this report could not be identified.